Event description:
Metal tip...broken off...brush head...wasn't staying on it was coming off in mouth - oral-b [device breakage]. Head...loose - oral-b [device connection issue]. Case narrative: 75 year old male consumer via phone stated that he looked at the metal tip on his oral-b pro 3 toothbrush, model 3766, and it somehow broke off. He changed the oral-b cross action toothbrush head, noticing that it wasn't staying on and was coming off in his mouth. He also noticed that the oral-b cross action toothbrush heads were loose. No injury was reported.

Manufacturer narrative:
10-aug-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Metal tip broken off brush head. Wasn't staying on it was coming off in mouth - oral-b [device breakage]. Head. Loose - oral-b [device connection issue] case narrative: 75 year old male consumer via phone stated that he looked at the metal tip on his oral-b pro 3 toothbrush, model 3766, and it somehow broke off. He changed the oral-b cross action toothbrush head, noticing that it wasn't staying on and was coming off in his mouth. He also noticed that the oral-b cross action toothbrush heads were loose. No injury was reported.